Event description:
Pad applied to left lower thigh.power was not giving expected results so md had power changed from 60 to 70. After approx 10 min, pt was found to have sustained a 3rd degree burn to leg.